Manufacturer narrative:
From a previous follow up communication in regards to a related complaint livanova (B)(4) learned that it is not known which devices were used during the relevant surgeries. It was reported furthermore that only from the year 2015 on, samples were taken from the tank water and atypical microbacteria could be identified in all devices which were in use. The samples were taken from the drain valves of the devices before the disinfection. Lab test results were requested, but not provided. It was also reported that the devices were positioned within the operation theatre with the air outlet directed away from the surgery field. The distance between the device and the surgery field was estimated to be approximately 1-2 meters depending from the case. Cleaning protocols were requested but those were not available anymore, however, the last heater cooler system was taken out of service in the mid of the year 2016. Livanova (B)(4) has requested further information, however, no further details were provided. Livanova (B)(4) received a statement from the facility that no further information will be released. Based of the information that has been provided, it is unknown at this time if there is a relationship between the device failure and the reported patient injury. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report

Manufacturer narrative:
The model and serial number were not provided. This information will be provided in a supplemental report if and when made available. PMA 510(k): as the model number was not provided, the 510(k) number could not be determined. This information will be provided in a supplemental report if made available. Mfg date: as the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova deutschland. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a patient was diagnosed with an atypical mycobacterium infection. The report indicated that the patient is currently undergoing antibiotic treatment. The patient reportedly underwent several prior operations involving the use of a heater-cooler system 3t including a supracoronary aorta ascendens/arc replacement in (B)(6) 2009, coverage of the aortic prosthesis in (B)(6) y 2012, and multiple revision surgeries and surgical wound treatments for chronic wound healing disorder.